Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system device delivered an inappropriate shock due to suspected myopotential oversensing. Technical services (ts) reviewed the device data and confirmed there was one treated and one untreated episode due to non-cardiac events. Troubleshooting was recommended as well as x-ray imaging to assess position of the device. Programming recommendations were also provided. Additional information was provided. It was observed through x-ray that the tip of the electrode has moved into the pectoralis due to surgery. As a result, the device was reprogrammed to the primary vector and revision has been scheduled. The s-ICD system remains in service. No additional adverse patient effects were reported.